Event description:
It was reported that the patient's right ventricular lead had unacceptable thresholds, did not capture, and was dislodged. It was also reported that during the lead explant, the lead insulation was slit to retain access during the procedure. The lead was explanted, replaced and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer tubing overlay was breached cut and there was apparent explant damage.